Event description:
It was reported, "during inserting of adm cup, the cup inserter that fits on the impacter broke into pieces while seating the cup."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.